Manufacturer narrative:
2/10/1998-supplemental report #1 submitted to FDA.

Event description:
The device was used during a laparoscopic hernia repair procedure. Reportedly, the instrument broke. The surgeon manually sutured to complete the procedure. The hosp has reported no pt injury occurred.